Event description:
It was reported that removal difficulties were encountered. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the distal superficial femoral artery (sfa) and femoropopliteal (fem-pop) bypass graft. The jetstream was successfully used to restore blood flow to the occluded fem-pop bypass graft; however, upon removal of the jetstream over the wire, force had to be used to pull the device out. The catheter was not able to be loaded onto the wire again to treat the second lesion in the distal sfa. Priming was completed three more times, as well as wiping the wire down, and no kinks were observed in the wire. Despite troubleshooting efforts, the catheter was still not able to load back onto the wire. The physician decided to leave the distal sfa lesion untreated. There were no patient complications reported, and the patient fully recovered.